Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no video on serial digital interface output 1 occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure type was diagnostic. There was no impact to procedure.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found no image on serial digital interface output 1 due to damaged printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the video system center had no video signal. The issue occurred during preparation for use when connecting the scope prior to start of the procedure. There was no patient involved.